Event description:
In 2008, the sales representative reported that during a kit inspection it was identified that the o-ring and the two screws had come off. Add'l info received on 23 may 2008 via telephone from the sales representative. The sales representative reported the o-ring and the two press pins had come out.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Pending investigation.